Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.